Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of far p-wave over sensing was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received notes that the helix was unable to extend or retract after it was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited p wave over sensing that led to inappropriate therapy. Dislodgement was confirmed with an x-ray. The lead was explanted and replaced. The patient was in stable condition.